Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick system pump was week and it was not suctioning correctly. End customer noticed it started to leak slowly. Customer had already called us and had some help, they did not remember the name of the person who helped them, but it did not resolve their problem, they want a reimbursement because they just bought a new one. They said they bought it from ra fischer company.